Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had not been collecting diagnostic or battery data since the date of implant. The device was programmed to vvi and there was a pin port in the atrial lead. It was suspected that implant detect was still on/incomplete. The implant detect was turned off, and the device remains in use. No patient complications have been reported as a result of this event.